Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the infection was noticed during the patients first visit for wound check. Site was red and swollen and antibiotics were prescribed before the explant. The infection was found to be local. Patient was stable post procedure.

Event description:
It was reported that the patient's confirm device was explanted due to infection. Additional information was not reported.